Manufacturer narrative:
The most likely cause of the compromised stent graft integrity and the occlusion within the right iliac portion of the main body was reflective of an intentional user error due to the off-label iliac anatomy. Stent remodeling likely contributed to this event. No procedure- or anatomy related issues could be detected due to lack of medical information surrounding the implant procedure. No procedure-related harms could be detected. Associated clinical harms for this device failure included: sac growth; type iiib endoleak of the main body stent; total occlusion of the right iliac portion of the main body stent; occlusion of the native vessels from the right iliac to the right femoral artery; and, a planned intervention. The final patient disposition could not be determined, however, there have been no further reports of negative patient sequelae. The most likely cause of the distal loss of seal of the right iliac portion of the main body was reflective of an intentional user error due to the off-label iliac anatomy. It was likely that the unintentional user error of non-treatment of the leak, caused by a patent right hypogastric artery (anatomy-related) observed shortly after the initial implant procedure, contributed to this event. No procedure- or anatomy related issues or harms could be detected due to lack of medical information surrounding the repair procedure. Associated clinical harms for this device failure included: sac growth; type ib endoleak of the main body stent; total occlusion of the right iliac portion of the main body stent; occlusion of the native vessels from the right iliac to the right femoral artery; and, a planned intervention. The final patient disposition could not be determined, however, there have been no further reports of negative patient sequelae. In addition to the identified type iiib of the bifurcated stent graft, a type iiib of the suprarenal cuff was observed and will be reported under MDR 2031527-2017-00490. (B)(4).

Event description:
Based on a clinical assessment for this event, in addition to the reported type ib endoleak, there was no evidence of a type iiia endoleak but rather evidence of a type iiib endoleak and thrombosis of the right leg of the bifurcated stent graft. As of the date of this report, no additional patient sequelae has been reported and the patient will continue to be monitored.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
A patient previously implanted with afx devices to repair an abdominal aortic aneurysm returned for an unknown reason with an endoleak. The patient was initially implanted with a bifurcated stent, a limb extension and a suprarenal aortic extension. A computerized tomography (CT) showed a type 1b endoleak in the right iliac and a junction leak (a type 3a endoleak) between the main body and the suprarenal cuff. Physician has a planned secondary procedure to bridge the main body and the proximal extension and coil the right hypo and extend with a limb extension. To date, the case status and patient condition have not been reported.